Event description:
Patient reported "symptoms of device rupture" . This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
The events of "capsular contracture" and "granuloma" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Reason for reoperation: rupture; capsular contracture baker grade iii; "exposed silicone mass on the left" discovered intraoperatively. Correction to h11 additional MFR narrative in the previous supplemental medwatch: the "additional, changed, and/or corrected data" in the previous supplemental medwatch was incomplete. All fields changed since the initial medwatch are included below.

Event description:
Patient reported "symptoms of device rupture". Later, patient representative reported rupture diagnosed via ultrasound and confirmed during surgery, and "exposed silicone mass on the left" discovered intraoperatively. Healthcare professional reported rupture and capsular contracture baker grade iii. This record is for the left side. Device was explanted.

Event description:
Patient reported "symptoms of device rupture". . Later patient reported "suspicious seroma". Later patient reported "suspicious seroma" and "pain radiating into her arm" and "exposed silicone mass". This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6 the event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.